Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hepatic resection procedure, during the specimen extraction, the wire of the medical device that should close the bag breaks. To recover the anatomical piece contained in the device, closure with another bag tool and extension of the laparoscopic incision are necessary to allow extraction of the bag containing the resected anatomic piece. They did an extension of laparoscopic incision to complete the case. No patient injury.